Event description:
It was reported that two (2) pt incidents occurred during polypectomies with the electrosurgical unit (esu/generator) see above for pt info on the first pt. The second pt was an (B)(6) male. Both incidents occurred on (B)(6) 2012. During the polypectomies, the physician claimed that the delivered cut from the unit was not fractionated. In both pts a perforation of the colon (cecum and transverse colon respectively) occurred a day and a few hours after the operation respectively. The perforation in both pts was closed with a suture in a laparotomy. The pts had to stay in the hospital for a few additional days. Note: the esu was distributed to a (B)(6) hospital.

Manufacturer narrative:
The involved equipment was thoroughly inspected/tested as follows: esu: a technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no problem was found with the esu that would have caused or contributed to the events. Accessory: a cable manufactured by another company was used in the procedures. An inspection of the cable revealed it to be broken. It is not known if the nonconforming accessory contributed or caused the reported issues. Most likely there were many factors involved with the pt incidents (e.g., the disease state- location of polyps, age of the pts, etc.). This is a known complication especially in thin walled areas. However, no conclusive determination could be made as to the cause of the events. To further address the issue, additional in-service work will be offered to the medical staff. No trends have been identified with these incidents. (B)(6) is now closing the file on this event.